Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump displayed alert 39, consistent with an insulin shaft encoder failure, which recurred after a restart, and the device was replaced; the user transitioned to subcutaneous insulin via pen as backup therapy. Symptoms included hyperglycemia with a reported peak of 225 mg/dl. Outcomes included temporary loss of automated insulin delivery and the need for backup therapy, without medical intervention or acute complications. Investigation included review of device history, verification of the alert in the pump logs, restart attempts with adequate charge, confirmation that the alert reappeared after restart, and receipt and inspection of the returned device. Investigation of this case revealed a malfunction of the insulin delivery mechanism associated with the shaft encoder component, consistent with a device malfunction that interrupts insulin delivery. It was concluded that the cause was a device mechanical or electronic failure of the insulin shaft encoder.